Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that device stopped during ventilation. At 8:25 patient was taken to the hospital by ambulance and received CPR treatment. 8:28 patient was intubated and ventilation was started. 8:28 until 9:00 paramedic confirmed the battery discharge message, and the battery led indicator was green at that time. Also confirmed that remaining capacity of the battery indicated almost full (25% x 4 were lit). After that, it was confirmed that ventilation was not being performed, and the remaining capacity of the battery was zero at that time. The device was replaced to another device. No patient health consequences have been reported. However, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation.

Manufacturer narrative:
The investigation was based on the reported event and logfile analysis of the affected oxylog 3000plus device with product serial no. Asnn-0011. Based on the logfile, the alarms "batt: not chargeable" and "no int. Battery charging" and a stop of ventilation could be confirmed at the reported time. There are known charging issues with oxylog 3000 plus and batteries with revision 25 and 26. One cause is a problem in the configuration of the battery pack, which can result in charging failures. As an aftereffect the device does not switch back to external supply and stays in battery mode which can result in a fully depleted battery. During the investigation, it was found that the battery had not been revised as required by the fsca field safety corrective action (fsca) with a field safety notice. As an aftereffect the device does not switch back to external supply and stays in battery mode which can result in a fully depleted battery. The "charge internal battery" alarm and the "internal battery discharged" alarm are correctly displayed and warn the user about a low battery level as specified. As the use of the device was continued the ventilation finally stopped. In case that the alarm "no int. Battery charging" is displayed, the IFU requires the internal battery to be removed and reinserted or replaced as a remedy for this error message. If the battery is further discharged the alarm "charge int. Battery" is displayed and in case of a discharged battery the device alarms visually and acoustically (alarm message "int. Battery discharged"). The ventilation function stops. In the present case, the "charge internal battery" alarm and the "internal battery discharged" alarm are correctly displayed and warn the user about a low battery level. No patient health consequences have been reported. After this event, the battery has been successfully replaced. The risk arising from the battery fault indication situation is covered by the risk management report. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
It was reported that device stopped during ventilation. At 8:25 patient was taken to the hospital by ambulance and received CPR treatment. 8:28 patient was intubated and ventilation was started. 8:28 until 9:00 paramedic confirmed the battery discharge message, and the battery led indicator was green at that time. Also confirmed that remaining capacity of the battery indicated almost full (25% x 4 were lit). After that, it was confirmed that ventilation was not being performed, and the remaining capacity of the battery was zero at that time. The device was replaced to another device. No patient health consequences have been reported. However, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation.